Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had a low pacing impedance below 100 ohms. During the replacement procedure, it was noted the lead was damaged due to the placement near the clavicle. The lead was capped and replaced on (B)(6) 2020. The patient was stable.